Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 7:30 a.m., a sample from the patient was tested using the meter, resulting with a value of 3.8 inr. At 10:30 a.m., a sample from the patient was tested in the laboratory using the recombiplastin method, resulting with a value of 2.8 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient's current condition is stable. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dose changes depending on inr results. The patient is not taking any new medications, has had no changes in diet, and has not had any recent illnesses. The patient does not have a special or unusual diet. The patient does not have symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368882) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.